Manufacturer narrative:
The lot number of the device involved in the reported event was not provided by the customer. Without the lot number we are unable to perform the review of the lot/device manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) stated that a white, hard particle was seen by the surgeon during a cataract procedure. The particle was hard to phaco away and was removed with forceps.there was no report of injury or consequences to the patient.

Manufacturer narrative:
The device involved in the reported event was not returned. Customer returned a small plastic vial containing a piece of card stock. Visual inspection found a white particle taped to the card stock. The particle was sent to the lab where it was analyzed using an energy dispersive spectrometer (eds) and photographed using an optical stereo microscope. (Sem)these analysis indicates that the white-colored particle consists primarily of carbon. Lesser concentrations of oxygen, calcium, chlorine, sodium and titanium were also detected. This composition is consistent with organic material, saline residue and mineral deposits. The source of the particle cannot be determined.